Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was returned for evaluation. A visual exam was performed and it was observed that there was an extra component in the device. Based on the visual exam, the reported complaint was confirmed. It was determined that the extra component was inadvertently inserted into the product during the assembly process. A CAPA was opened to address the issue, and training was conducted at the manufacturing site.

Event description:
The customer alleges foreign particle inside the device. No patient injury.

Event description:
The customer alleges foreign particle inside the device. No patient injury.

Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.